Manufacturer narrative:
Unit passed displacement test and self test. Unit unable to upload/download onto carelink, problem isolated to pcb 2.

Event description:
Information received by medtronic indicated that they were able to upload few times the meter howsoever the insulin pump would not upload. The customer reported that the up loader was already installed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.